Event description:
Approximately four (4) days following anterior cruciate ligament (acl) reconstruction, the patient was returned to surgery to remove a fragment from one of the drills that was used to create the femoral transverse tunnel. It was reported that a visual examination by or staff confirmed that the tip was missing from the drill that had been used during the initial reconstruction case.

Manufacturer narrative:
Based on information provided by the distributer of the product, the surgeon experienced some difficulty in the initial placement of the femoral acl implant. It was reported that the case was completed successfully. The drill tip failure was observed in the days following the initial acl reconstruction, and was subsequently removed without incident. In a follow up discussion between the manufacturer, and the surgeon who performed the case, the surgeon reported that the cause of the drill tip failure could have been technique related, and not due to instrument malfunction. The drill in question is a re-usable instrument, and it is not known how many times the drill was used prior to failure. A conclusion could not be drawn as to the actual root cause of the failure due to the fact that instruments were not returned for evaluation. Note: although this is not an implant failure, it is being reported under the stratis brand name, as it is believed by the manufacturer that this was the product that was being implanted at the time of the reported instrument failure. None of the part numbers or lot numbers for the implant product, or the instruments involved in the case was provided to the manufacturer. If received, this information will be reported as a follow-up to this report.